Manufacturer narrative:
Batch review performed on 8 january 2021: lot 186262: 30 items manufactured and released on 19-oct-2018. Expiration date: 2023-10-08. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-primary 02.07.2013l femur cemented std size 3narrow / left (k122232) lot. 146097 batch review performed on 8 january 2021: lot 146097: 35 items manufactured and released on 12-nov-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017. Additional implant involved: gmk-primary 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot. 144883 batch review performed on 8 january 2021: lot 144883: 24 items manufactured and released on 9-sep-2014. Expiration date: 2019-07-30. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event since 2017.

Event description:
6 months after the previous revision surgery patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully. The 1st revision surgery was performed due to pain (the patient had a fall) and the liner 14mm was revised to 17 mm.